Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) and elevated sensing integrity counter (sic) epis odes. The physician did not observe any twos or sic during revision and elected not to perform any intervention due to the patient's condition. The lead remains in use. No patient complications have been reported as a result of this event.